Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally put the pump into storage mode while sleeping. Customer had elevated blood glucose levels (400 mg/dl). Customer used insulin pens to stabilize blood glucose levels. Customer was able to successfully turn the pump back on.